Event description:
The surgeon discovered that the laser wire was defective and not working during the case. There was a laser operator from agiliti that took out another laser wire to use. This wire functioned as it was supposed to. The agiliti rep took the laser wire to return it to his company. Manufacturer response for moses 200 d/f/l, (brand not provided) (per site reporter). The device was given back to the agility representative involved in the surgical case.